Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. The field service engineer (fse) replaced the auxiliary drawers 2.1 and 2.2 to resolve the issue, restoring normal operation. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, cubie aux 2.1 had failed to open and required multiple recovery attempts. The drawer did not open and required assistance to be opened. When it was opened, the drawer was difficult to pull out. The drawer contained emergency medications. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.